Event description:
Add'l info received from MFR 6/11/03: the medwatch form was received at valleylab through the FDA medwatch medial products reporting program. The hospital did not contact valleylab directly with this info. The medwatch indicated the generator was a force fx, but the serial number had been redacted. Therefore, no investigation into the actual generator in use could be performed. The generator manual that is provided with the generator provides cautions that state: connect the accessories to the proper receptacle. Improper connection may result in inadvertent activation or other potentially hazardous conditions. Follow the instructions provided with electrosurgical accessories for proper connection and use. In addition: accessories must be connected to the proper receptacle type. In particular, bipolar accessories must be connected to the bipolar receptacle only. Improper connection of accessories may result in inadvertent generator activation or a rem contact quality monitor alarm.

Event description:
A valleylab electrosurgical generator was intended to be utilized in bipolar mode with bipolar forceps. The nurse forced the "plug in" tips of the bipolar into the monpolar side of the cautery unit and used the monopolar foot pedal instead of the bipolar foot pedal. This resulted in the instrument being "hot" and burned the surgeon who then dropped the device onto the pt's abdomen. The pt received only a slight burn/scratch to the abdomen that did not require any treatment. The physician did not seek out any additional treatment.